Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00791.

Event description:
The patient was undergoing a coil embolization procedure in the superficial temporal artery (sta) using penumbra smart coils (smart coils), non-penumbra coils, and a non-penumbra microcatheter. It was reported that the patient¿s anatomy was tortuous, narrowed and calcified. During the procedure, the physician placed two coils in the target vessel using the microcatheter. While advancing the next coil, a smart coil, out of the introducer sheath, the physician experienced resistance, and the smart coil became stuck at the distal end; therefore, it was removed. The physician then continued the procedure and placed a smart coil and three other coils. While advancing the third smart coil out of the introducer sheath, the smart coil became stuck at the same position as the first smart coil; therefore, it was also removed. The procedure was completed using a non-penumbra coil, the same microcatheter, and n-butyl cyanoacrylate (nbca) injection. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends along its length. The pusher assembly was kinked approximately 137.0 cm from the proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Further evaluation revealed a pusher assembly kink near the mid-joint. This damage may have occurred during advancement against resistance. During functional testing, the smart coil was advanced through its introducer sheath with resistance while advancing the pusher assembly mid-joint through the introducer sheath friction lock. The smart coil was then advanced through a demonstration microcatheter with resistance due to the pusher assembly kink. Further evaluation revealed additional pusher assembly bends and kinks. These damages were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00791 h3 other text : placeholder